Event description:
Clinic notes dated (B)(6) 2014 note that the patient reported an increase in seizure frequency. The device output current was increased to 2ma. The patient has been referred for prophylactic generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the physician attributes the vns patient¿s increase in seizures to the decreasing battery status of the patient¿s device. The physician believed that the patient will experience seizure reduction following generator replacement. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer for analysis. There were no anomalies found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.